Event description:
It was reported that the patient experienced fluid loss with the inflatable penile prosthesis (ipp). The ipp was removed and replaced with a new one. No patient complications were reported.